Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the axiem cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: common device name and catalog number updated to proper value. Unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, axiem box power was dropping in and out. There was no patient present at the time of the issue.